Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the jet tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The root cause could not be identified. Based on the results of the investigation: the most probable cause of the failure was traced to failure to follow instructions. A labeling review was conducted. No anomalies were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.